Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the keypad buttons were experiencing delayed response. The patient stated that the buttons had to be held down for a period of time to get a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump on a belt clip and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. The "up" "down" and "ok" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.